Event description:
Procedure performed: lap. Sigma. Complaint 1 of 3: (B)(4) [MFR #2027111-2023-00705]. Complaint 2 of 3: (B)(4) [MFR #2027111-2023-00702]. Complaint 3 of 3: (B)(4) [MFR #2027111-2023-00703]. The eb215 has not performed any sealing when the ce sealing process was triggered. This was tried a few times with this handle but no sealing occurred. This is report 1 of 3. A total of 3 handles were attempted. Additional information received by applied medical rep via email 4oct23: all tissues around the intestine. The device has been used for 20 minutes. They heard the activation tone and end tone every time. Before yes the thermal effects were visible after the 20 min no. Additional information received by applied medical rep via phone 5oct23: the activation tone and end tone continued even after the devices weren¿t sealing anymore. Additional information received by applied medical rep via email 13oct23: no bleeding. No alarms/errors. I was in the operating room myself after this incident and checked the generator. This works without problems. Intervention: device replacement: patient status: nothing (happened).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of low energy output could not be replicated or confirmed as the event unit passed all relevant testing and met current specification. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: lap. Sigma event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The eb215 has not performed any sealing when the ce sealing process was triggered. This was tried a few times with this handle but no sealing occurred. This is report 1 of 3. A total of 3 handles were attempted. Additional information received by applied medical rep via email 4oct23: all tissues around the intestine. The device has been used for 20 minutes. They heard the activation tone and end tone every time. Before yes the thermal effects were visible after the 20 min no. Additional information received by applied medical rep via phone 5oct23: the activation tone and end tone continued even after the devices weren¿t sealing anymore. Additional information received by applied medical rep via email 13oct23: no bleeding. No alarms/errors. I was in the operating room myself after this incident and checked the generator. This works without problems. Intervention: device replacement. Patient status: nothing (happened).

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.